Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus and the user experience could not be duplicated. No device issues were noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be conclusively identified. Judging from the users comment that the device did not work immediately following a lightning strike/power surge and the fact that the olympus estimation technician could not replicate the users complaint, it is likely the device did not receive sufficient power to operate as intended. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that, after a lightning strike/power surge on their facility, an image was not produced. The problem occurred immediately following the lightning strike. The intended procedure was completed using the same device. The problem only occurred when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. There was no patient injury that occurred, associated with the event. This is report #4 of 4 due to multiple devices involved.

Manufacturer narrative:
The suspect device has been returned to olympus. At this time, the evaluation has not been completed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.